Manufacturer narrative:
Journal: japan surgery infection society magazine, author: hanaoka t, mori, hanari n et al, title: three cases in which seprafilm presented the stomach cancer postoperative intra-abdominal abscess considered to be the cause, volume:9 (5), year: 2012, pages: 597. MFR comment: the benefit-risk relationship of seprafilm is not affected by this report

Event description:
Intra-abdominal abscess [abdominal abscess]. Case description: literature-spontaneous report was received on (B)(6) 2012 from a physician regarding a male pt in his (B)(6), initials unk, with metachronous progressing gastric cancer. This report is from a literature article entitled "three cases in which seprafilm presented the stomach cancer postoperative intra-abdominal abscess considered to be the cause." The pt underwent endoscopic sub mucosal dissection and had a diagnosis of metachronous progressing gastric cancer. On an unspecified date, the pt underwent gastrectomy with roux-en-y reconstruction and seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane was placed (number of sheets not provided). The lot number of seprafilm was not provided. On post-operative day (B)(6), neither anastomotic stenosis nor ruptured suture was shown on upper gastrointestinal by x-ray with contrast dye. On post-operative day (B)(6), pt developed pyrexia ranging from 38.0 to 38.9 degrees c. Computed tomography revealed effusion localized just under the abdominal wall, which resulted in diagnosis of intra-abdominal abscess. An open drainage was performed. The culture of the pus was negative for bacteria. The follow-up course was satisfactory after the drainage and he was discharged from the hospital on post-operative day (B)(6). The outcome for the event of intra-abdominal abscess was not provided. Concomitant medications were not provided. The intensity for the event of the intra-abdominal abscess was not provided. In the opinion of the author, seprafilm was considered to be the cause of post-operative intra-abdominal abscess.